Event description:
It was reported that device was defective and kinked. The target lesion was located in the moderately tortuous unspecified coronary vessel. A guidezilla guide extension catheter was selected for use. When the nse was advanced to pre-dilate the lesion, resistance was met around the entrance part of collar of this device. Several attempts were made to advance by adjusting the position of the device, and the nse was able to be inserted. Dilatation of the lesion area was performed. After that, nse was removed, and a non-bsc stent was advanced in the same way, but it could not be inserted in the entrance part of the collar. It was tried by changing the position again, but it could not be inserted, so both the guidezilla and non-bsc stent were removed from the patient's body. There was no resistance observed when it was removed. When the device was checked, a crack was observed at the collar part. When this device was touched and slightly rotated outside the patient's body, suddenly it became kinked and detached. Another of the same device was used to complete the procedure without issue. There were no patient complications reported.

Event description:
It was reported that device was defective and kinked. The target lesion was located in the moderately tortuous unspecified coronary vessel. A guidezilla guide extension catheter was selected for use. When the nse was advanced to pre-dilate the lesion, resistance was met around the entrance part of collar of this device. Several attempts were made to advance by adjusting the position of the device, and the nse was able to be inserted. Dilatation of the lesion area was performed. After that, nse was removed, and a non-bsc stent was advanced in the same way, but it could not be inserted in the entrance part of the collar. It was tried by changing the position again, but it could not be inserted, so both the guidezilla and non-bsc stent were removed from the patient's body. There was no resistance observed when it was removed. When the device was checked, a crack was observed at the collar part. When this device was touched and slightly rotated outside the patient's body, suddenly it became kinked and detached. Another of the same device was used to complete the procedure without issue. There were no patient complications reported. It was further reported that no fragments remained in the patient. Device eval by manufacturer: returned product consisted of a guidezilla guide extension catheter. The shaft, collar, and tip were microscopically examined. The distal shaft was detached/separated at the collar. The ptfe was pulled out of the collar and attached to the distal shaft. There were numerous kinks throughout the shaft. The sds (stent delivery system) used in the procedure was not returned for analysis, so a 4.0mm sds was used for functional testing. The sds couldn't advance through the collar due to the detachment or advance through the tip due to the kinks. Inspection of the remainder of the device presented no other damage or irregularities.